Event description:
It was reported that on (B)(6) 2023, during a selenia dimensions procedure, the c-arm continue to move uncommanded without any switch being held down. A field engineer examined the equipment and determined that the c-arm bank switches needed to be replaced. The switches were replaced and no further uncommanded motion observed. The system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.